Event description:
Treatment of a stroke. During the mechanical thrombectomy, it was reported that the solitaire stent separated in the distal bifurcation of the ica (internal carotid artery) as it was being retrieved from the second pass. Tpa (tissue plasminogen activator) was administered to the patient and flow was restored. The solitaire was left inside the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient. (B)(4).